Event description:
Reported as, "during a band slip repair procedure when surgeon pulled band through band fell apart. A new band and port were implanted on the same day."

Manufacturer narrative:
Taper type ii. The taper for this lap-band system was not returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the other components of the product, however, device analysis is pending at this time. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."